Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50 x 28 synergy drug-eluting stent, it was noted that the stent struts were poking out off the balloon. The procedure was completed with another of same device. No patient complications nor injuries reported.